Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during the implant of this lead normal pace impedance measurements were seen. The lead was connected to the device and high out of range pace impedance measurements were exhibited. The device was then disconnected and re-connected, but the high values continued. The lead was then repositioned which did not resolve the issue; thus a new lead was used. This lead was expected to be returned. No adverse patient effects were reported.

Event description:
It was reported that during the implant of this lead normal pace impedance measurements were seen. The lead was connected to the device and high out of range pace impedance measurements were exhibited. The device was then disconnected and re-connected, but the high values continued. The lead was then repositioned which did not resolve the issue; thus a new lead was used. This lead was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This lead was expected to be returned. Should the lead be returned analysis will be conducted and this investigation will be updated.